Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at 09:30 am, the patient experienced feeling unwell, felt dizzy and had a headache. The patient checked her sensor and noted that it had failed. Her personal medical aid took a fingerstick which shows high but no specific reading was mentioned. She was brought to the hospital around 11:00am by her medical aid. When a fingerstick was taken at the hospital the blood glucose reading was 1000 mg/dl. The patient was administered 50 units of fast-acting insulin and 30 units of long-acting insulin through injection. No further treatment was reported. Within 24 hours her blood glucose level went down to 180 mg/dl, and the patient was discharged the next day at 08:00 am. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.